Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, when firing the seventh reload, the blade cut but there was no staple formation. The stapler was carefully cleaned and another reload was mounted but with the same result. Unk how case was completed. There were no adverse consequences to the pt.